Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two alerts in the remote monitoring system. One alert was for a low, out-of-range shock impedance of less than 20 ohms and the other for a charge timeout, causing the device to declare end of life (eol) battery status. The patient was contacted by the hospital because of the alerts but was unable to be reached, and was subsequently found deceased. Technical services reviewed the available information in latitude and found on (B)(6) 2021 the device recorded a ventricular episode. Anti-tachycardia pacing (atp) was delivered, as well as a high energy shock. A low shock impedance fault was triggered, indicating the impedance measurement was less than 12.5 ohms during shock delivery. The charge timeout alert occurred next, indicating the capacitors could not charge to the programmed voltage within 45 second. A review of lead trend data found no out-of-range values observed. The field representative interrogated the device at the mortuary and reported that the device will be returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This crt-d was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. High power visual inspection of the device case and header revealed no external anomalies. The device was successfully interrogated with a programmer. A series of electrical tests were performed. No anomalies were noted, and normal pacing and sensing was observed. However, an x-ray of the device confirmed that the high voltage (hv) plasma fuse was damaged. This type of damage is typically observed when a shorted lead condition occurs during shock delivery. The device diagnostic data review and physical testing of the returned crt-d indicate that a short circuit condition occurred on (B)(6) 2021 when this patient was experiencing a ventricular arrhythmia. Although the rv defibrillation lead was not available for laboratory analysis, a short circuit condition is typically associated with a compromised lead (e.g., crushed/abraded/ruptured insulation) where the shock energy shunts back to the device during shock delivery through a low impedance path, rather than through patient heart tissue. The device was rendered incapable of delivering effective shock therapy, as damage to the hv fuse caused the device to exceed its charge time limit and declare eol/battery depleted status on subsequent charge attempts. See report number 2124215-2021-26245 for rv lead details.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two alerts in the remote monitoring system. One alert was for a low, out-of-range shock impedance of less than 20 ohms and the other for a charge timeout, causing the device to declare end of life (eol) battery status. The patient was contacted by the hospital because of the alerts but was unable to be reached, and was subsequently found deceased. Technical services reviewed the available information in latitude and found on (B)(6) 2021 the device recorded a ventricular episode. Anti-tachycardia pacing (atp) was delivered, as well as a high energy shock. A low shock impedance fault was triggered, indicating the impedance measurement was less than 12.5 ohms during shock delivery. The charge timeout alert occurred next, indicating the capacitors could not charge to the programmed voltage within 45 second. A review of lead trend data found no out-of-range values observed. The field representative interrogated the device at the mortuary and reported that the device will be returned for laboratory analysis.